Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse filed ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When entering the farawave nav catheter into the faradrive sheath, air was noted inside the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No additional troubleshooting steps were mentioned. The product is expected to be returned for analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during a pulse filed ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When entering the farawave nav catheter into the faradrive sheath, air was noted inside the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No additional troubleshooting steps were mentioned. The product is expected to be returned for analysis. It was further reported that a pressure bag was used for irrigation at a low flow rate. No fluid leak or air was seen in patient. The reported air bubbles were observed in the flushing line, coming out of the sheath. Guidewire was positioned a little advanced over the catheter when farawave catheter was inserted into the sheath.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse filed ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When entering the farawave nav catheter into the faradrive sheath, air was noted inside the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No additional troubleshooting steps were mentioned. The product is expected to be returned for analysis. It was further reported that a pressure bag was used for irrigation at a low flow rate. No fluid leak or air was seen in patient. The reported air bubbles were observed in the flushing line, coming out of the sheath. Guidewire was positioned a little advanced over the catheter when farawave catheter was inserted into the sheath.